Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, and spike line were microscopically and visually inspected. Inspection of the device revealed that the shaft was severely kinked with a hole and the hypotube separated and protruding through the hole 44.5cm distal of the strain relief. The separated ends of the hypotube were ovaled, indicating that the hypotube was kinked prior to separation. The shaft was kinked causing the hypotube to become kinked and then separate. When the hypotube is separated, the device will not prime and the console will continue to try and prime the catheter, causing 'check saline supply' error to display on the console and the device not to prime.

Event description:
Reportable based on the device analysis completed on 27jul2020. It was reported that an error message displayed. An angiojet solent omni was used for a thrombectomy procedure. During the initial run, it was noted that check saline supply error message occurred. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a hypotube break.